Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Additional observations: deformation is observed. White particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.